Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Companion samples of the same lot were received for evaluation. Samples were in closed foil pouches. Visual inspection and functional tests were performed and all testing passed. Sample analysis did not verify the reported event. A review of all batch record documents was performed for associated lot number 13f20h15 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set could not connect tightly with the minicap. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.